Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had multiple gas loss alarms. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse successfully completed a simulated treatment with a testing catheter and simulator. The unit was set aside for the weekend. The fse identified gas loss alarms extensively culminating with fault # 37 (fill fail - shuttle purge timeout". A full system checkout was performed without issue. The fse returned on march 31st and once again successfully completed a simulated treatment with a testing catheter and simulator. The fse opened the unit. There were no traces of fluid or other foreign materials. The fse replaced the pneumatic module assembly (0997-00-1178) as a precaution. A full system checkout was performed without any issues. The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 22 apr mar 2025. The failure analysis and testing dept. Received part number 0997-00-1178 patient interface module serial number (B)(6) with a reported unit failure of gas loss alarms. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6), and tested the pim to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The pim passed testing. The fat dept. Booted the cardiosave in the clinical mode to allow it to pump. After 1.5 hours of pumping, the fat dept. Did not observe gas loss alarms. The pim passed testing. Retaining the pim in the fat dept. Per procedure number (B)(4). At. The most probable root cause for the pneumatic module assembly is component reliability, fatigue.

Event description:
N/a.